Event description:
Nerve damage. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2005 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.